Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. All of the buttons functioned properly and no damage was noted on the keypad traces. No frozen screen or polarization is noted. The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken battery cap and a cracked reservoir tube lip.

Event description:
Customer reported that he has several issues with the insulin pump. Customer reported that the battery is not lasting as long as is should, the battery compartment is broken and the screw worn. The screen is scratched and polarized and it has frozen several times. Customer has received several motor error alarms and the act button sticks a lot. The rewind process takes longer than normal and has to restart the sequence. Customer also has received no delivery alarms twice a week and insulin squirts out during prime. Customer stated he was wearing the insulin pump during prime but has not had low blood glucose. Device was not exposed to a strong magnetic field; customer does not use the sensor feature is able to complete the rewind sequence. Blood glucose value is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.